Manufacturer narrative:
The devices have not yet been returned to the manufacturer for evaluation. When the devices are received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that four femoral canal tips broke during a hip revision surgery. The surgeon used a 500 ml syringe to finish the procedure. There were no allegations of adverse consequences associated with this event.